Manufacturer narrative:
The evaluation confirmed percutaneous lead (lead) wire damage; however, the reported red heart alarms could not be confirmed. A review of the submitted system controller log file did not contain the reported red heart alarms; no notable pump speed reductions or changes in pump parameters were captured. A technical services specialist performed a distal end lead replacement and an approximate 18¿ of the external portion/distal end of the lead was returned for evaluation. The entire lead was twisted and there were areas of damage to the outer silicone jacket wrapped in rescue tape. Electrical continuity testing of the replaced portion of the lead found that the yellow wire was open. All the remaining wires were found to be electrically intact. In addition, significant breakdown of the braided shield within the lead was noted along the length of the lead. Upon manipulation, the yellow wire broke apart approximately 13¿ from the metal connector; however, none of the inner conductors were exposed prior to manipulation. Visual examination and high potential (hipot) testing did not reveal any areas of compromised wire insulation. The wire break indicates that the inner conductors of the yellow wire were fractured in this location as a result of fatigue, consistent with the electrical continuity test; however, the observed wire damage would not have caused the reported red heart alarm. The pump operates on a three phase motor where each phase is powered by a redundant wire pair; the yellow and green wires represent phase one. The fractured inner conductors of the yellow wire would not have caused an interruption in pump function due to the redundant green wire in phase one remaining intact. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient had red heart alarm while connected to battery power. The pt had switched from the power module over to battery power, and the pt's wife attempted to untangle the driveline when a red heart alarm was observed. The pt stated that he felt something in his chest during this event. The customer stated the pt is not a candidate for pump replacement. During on-site percutaneous lead evaluation, the lead was observed to be very twisted. The ground shielding was separated in multiple locations from exit site to distal end. A phase interrupter test indicated that the yellow wire was broken. A percutaneous lead repair was completed on (B)(6) 2014.